Event description:
Through journal article, "silicone migration from intact saline breast implants", a patient presented with right side mild capsular contracture baker grade unknown, ¿presence of silicone deposits in the axillary lymph nodes¿, ¿silicone migration from the saline implants¿, "histiocytic reactions, signifying a foreign body reaction to silicone¿, and ¿pdms shell and suggest an inflammatory response induced by foreign material¿. The following symptoms were also reported, which are all not device-related: "suspicion of bii", ¿fatigue¿, ¿muscle weakness¿, ¿sicca complaints¿, ¿brain fog¿, and ¿arthralgia¿. Device remains implanted.

Manufacturer narrative:
Article citation: azahaf s, spit ka, de blok cjm, bult p, nanayakkara pwb. Silicone migration from intact saline breast implants. Plast reconstr surg glob open. 2024 feb 8;12(2):e5608. Doi: 10.1097/gox.0000000000005608. Pmid: 38333026; pmcid: pmc10852369. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for thise events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown; ¿silicone migration from the saline implants¿; "histiocytic reactions, signifying a foreign body reaction to silicone¿.